Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold. Boston scientific technical services (ts) suggested re-running smart delay and to work with physician to choose new output. Moreover, phrenic nerve stimulation was also noted. Ts then suggested lv optimization. Additional information was received indicating that device reprogramming was done. Also, the patient was hospitalized with infection causing distended belly. The lead remains in service. No additional adverse patient effects reported.